Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with fibrin, corneal edema and iritis on the first day postoperatively. The pt was treated with medications. The surgeon reported the pt's symptoms were resolving. For this pt, the surgeon reported the surgery was prolonged for an unk reason. There are fifteen medical device reports associated with this event. This report is for the first pt, handpiece.

Manufacturer narrative:
Eval summary: no injector was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided, the root cause cannot be determined. Add'l info was requested on 02/09/2012, 02/16/2012, and 02/27/2012 by phone, fax, and mail. A completed questionnaire was rec'd on 02/20/2012. (B)(4).